Manufacturer narrative:
(B)(6). Six customer sample were received for evaluation. Four tubes were received or missing labels. One tube sample was received for a dent in the tube. One tube was received with a worn label. The dent in the tube is believed to have been caused by a jam. Installation and validation of vision system detection of missing unit labels has been installed.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure had 4 tubes without labels. No injury or medical intervention reported.